Manufacturer narrative:
Two cac adapters were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level; the devices performed as intended. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Cac adapters - (B)(4) / 1425us / manufacturing date: 01/07/2015 / expiration date: 01/31/2016, (B)(4).

Event description:
It was reported that both assigned cac adapters when plugged in "do not have a green light that illuminates" and "does not register when connected". Vad coordinator has tried multiple wall outlets and has encountered the same issue. The adapters were replaced. There was no impact to the patient.